Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
Icp with fv533p showed high valve (20-23 mmhg). Although patient is normal symptom 2 days ago and today in the morning monitor show a 0.0 and shift to 0.1 mmhg that is too low mmhg. Now it look like not function. Do you have any comment and suggestion for us to solve this problem.